Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during a procedure on an unknown date, the cavity assessment failed twice but on the third try the procedure was able to be completed without incident. Post-operatively, the patient's pulse dropped to 40 and "they were able to correct it back to normal." Later, the patient returned saying it felt like "she had been electrocuted." Attempts to gather additional information have been unsuccessful.